Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance. Measurements throughout this test were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Therefore, laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode delivered an inappropriate shock due to artefact oversensing. The patient was seen in-clinic for troubleshooting, as recommended by technical services. High amplitude noise was seen in secondary vector, and the patient's subcutaneous implantable cardioverter defibrillator (s-ICD) was programmed to alternate vector with gain x1. That same evening, the patient received another inappropriate shock. The patient was seen the following morning for another follow-up. The device was programmed to secondary vector and x-ray imaging was obtained which showed suboptimal system placement. Besides the inappropriate therapy, no other adverse patient effects were reported. At this time, this electrode remains in service. Additional information: this s-ICD system was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Additional information: this device was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
This electrode is expected to be returned for analysis but has not yet been received.

Event description:
It was reported that this electrode delivered an inappropriate shock due to artefact oversensing. The patient was seen in-clinic for troubleshooting, as recommended by technical services. High amplitude noise was seen in secondary vector, and the patient's subcutaneous implantable cardioverter defibrillator (s-ICD) was programmed to alternate vector with gain x1. That same evening, the patient received another inappropriate shock. The patient was seen the following morning for another follow-up. The device was programmed to secondary vector and x-ray imaging was obtained which showed suboptimal system placement. Besides the inappropriate therapy, no other adverse patient effects were reported. At this time, this electrode remains in service. Additional information: this s-ICD system was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Product return is expected.

Manufacturer narrative:
This electrode remains implanted; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode delivered an inappropriate shock due to artefact oversensing. The patient was seen in-clinic for troubleshooting, as recommended by technical services. High amplitude noise was seen in secondary vector, and the patient's subcutaneous implantable cardioverter defibrillator (s-ICD) was programmed to alternate vector with gain x1. That same evening, the patient received another inappropriate shock. The patient was seen the following morning for another follow-up. The device was programmed to secondary vector and x-ray imaging was obtained which showed suboptimal system placement. Besides the inappropriate therapy, no other adverse patient effects were reported. At this time, this electrode remains in service.

Event description:
It was reported that this electrode delivered an inappropriate shock due to artefact oversensing. The patient was seen in-clinic for troubleshooting, as recommended by technical services. High amplitude noise was seen in secondary vector, and the patient's subcutaneous implantable cardioverter defibrillator (s-ICD) was programmed to alternate vector with gain x1. That same evening, the patient received another inappropriate shock. The patient was seen the following morning for another follow-up. The device was programmed to secondary vector and x-ray imaging was obtained which showed suboptimal system placement. Besides the inappropriate therapy, no other adverse patient effects were reported. At this time, this electrode remains in service.